Event description:
It was reported that the user experienced hyperglycemia while ill despite multiple infusion set changes, fresh insulin use, correct supply-change sequence, and no delivery alerts on the ilet system. Education and troubleshooting were completed, and external insulin use was deferred to the care team. Symptoms included hyperglycemia peaking at 340 mg/dl. Outcomes included restoration of glucose to target range as confirmed later. Investigation included review of device performance, infusion site changes, and user technique during troubleshooting. Investigation of this case revealed no device malfunction or site issues identified during review, and the device continued to function as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.